Event description:
It was reported that during course of use on a pt the ventilator failed to cycle and alarms for low minute volume, low pressure, low peep (positive end expiratory pressure), low oxygen concentration and apnea were generated. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).